Event description:
It was reported that there was a broken inner arm cover, inner siderail panel, and missing a module on the footboard.

Manufacturer narrative:
Investigation determined that the missing module on the footboard may have created a potential for liquid ingress/fluid intrusion which could short out the footboard should liquid make its way into the footboard through this gap.